Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed under moderate sedation using 2d intracardiac echo (ice) and fluoroscopy imaging guidance. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. Right femoral access was challenging due to venous tortuosity and significant slack on the right atrium (ra) and right ventricle (rv) leads, which made advancing the wire into the superior vena cava (svc) difficult. After access was achieved, the physician attempted to identify an ideal location for transseptal puncture (tsp). The first and second attempts were unsuccessful, with the wire sliding into a more superior position. On the third attempt, the wire again migrated superiorly. The clinical specialist noted that the wire was not visible on fluoroscopy or intracardiac echocardiography (ice) imaging, and no bubbles were observed in the left atrium (la). Despite this, the physician confirmed that tsp was successful, and the procedure continued. The clinical specialist observed a gradual decrease in blood pressure (bp) via non-invasive blood pressure (nibp) cuff monitoring and notified the physician and nurse. Approximately 15 minutes later, fluid accumulation was noted behind the left atrial appendage (laa). Ice revealed a large pericardial effusion posterior to the rv. The patient became increasingly hemodynamically unstable, prompting activation of the code team. Pericardiocentesis was performed to treat the effusion, restoring hemodynamic stability. Approximately 360-400ml was removed and auto-transfused to the patient. A drain was placed, and the patient was then transferred to the intensive care unit (ICU) for further monitoring. The drain was removed three days later as minimal blood was drained. It was suspected that a perforation occurred during third attempt of transseptal puncture as the wire was outside of the cardiac silhouette at one point during the procedure. The physician suspected the location was most likely in the vein, however that was not visualized on ice. There were no further complications, and the patient was discharged on (B)(6) 2025.